Manufacturer narrative:
The device was discarded, therefore, there is no product evaluation results. The diagnostic log files were reviewed, however, the issue cannot be confirmed, as the issue could not be replicated. The rate of this event does not exceed the predicted risk level and is deemed adequate. No new risks were identified. Analysis of incorrect inadequate labeling IFU training manual, use error, or patient procedural factors showed that based on the voice of the customer there is not sufficient evidence to suggest that the device related issue resulted from any of the specified factors. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that there was a malfunction with a foresight sensor, medium size. The lot number is unknown as the device was discarded at the facility and not available for return and product evaluation. There were inaccurate readings reported with a pediatric patient, during use. The cardiac anesthesiologist believes the sto2 readings were too high due to extracranial noise contamination. The foresight sensors were placed on the left and right side of the patient's forehead. The initial sto2 values were on the left side at 90, right side 86. A few minutes later the right side value dropped to 78 while the left was at 92. The attending physician said the readings dropped to clinically expected values after initiation of cardiopulmonary bypass, left side 70 and right side 70. The foresight monitor continued to perform as expected during the bypass run. Immediately after bypass the sto2 values were normal, left at 64 and right at 63 and continued that way until the end of the case. There was no inappropriate patient treatment administered. There is no patient harm or injury.

Manufacturer narrative:
The foresight sensor was discarded at the facility and not available for return. The lot number is unknown, the device history record review could not be completed without the lot number. This submission represents one sensor used in this event. There were two placed on the patient. The other sensor will be reported in a different MDR submission. H3 other text : discarded